Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient had unrelated surgery where it is unknown if the device was placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by the company representatives to no avail. Follow-up identified the patient may consider surgical intervention at a future date.